Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include excessive manipulation, sharp instrument damage, and material damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of ascrs0053 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device was sent home in patient with chemotherapy treatment inside. It was stated the patient awoke the next morning and the device had broken off. No patient harm. Patient went to the ER and a new device was placed

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged miniloc infusion set is confirmed but the exact cause could not be determined from the information provided. One 20 ga x 0.75 in miniloc infusion set with packaging and one extension tubing from a second miniloc device with a white clamp were returned for investigation. The packaging information shows ref: 0682034 and lot: ascrs0053. The complete infusion set was returned with the dust caps over the luer hubs and no apparent use residue was observed. The extension tube sample was returned with use residue within the tubing. The extension tubing from the distal end of the hub measured to be 88mm. It is consistent with the proximal extension leg that should be attached the y-site hub. Microscopic observation with uv lighting showed the presence of adhesive on the outer surface of the extension tubing at the distal end. Since the corresponding end of the extension tubing was not returned, the exact cause could not be determined. Possible contributing factors include excessive tensile force and lack of adhesive present.

Event description:
It was reported that the device was sent home in patient with chemotherapy treatment inside. It was stated the patient awoke the next morning and the device had broken off. No patient harm. Patient went to the emergency room and a new device was placed.